Event description:
Repair of aortic aneurysm completed. When clamps removed the left iliac branch began leaking profusely. The bleeding appeared to come through in areas on graft like pin holes. A piece of another graft had to be sewn of over exiting graft to stop bleeding.